Manufacturer narrative:
The incoming service inspection did not confirm the reported event. Pre-repair temperature testing was performed. The following are the pre-repair temperatures of the device the base temperature was 102f and the distal temperature was 104f. The ambient temperature was 74f. The product analysis indicates the output drive shaft bearing is worn, the tube bearings are worn, and the input drive shaft washer is worn. The worn components were replaced, the device was tested to specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The indigo attachment has not been evaluated or serviced.

Event description:
The customer indicated the indigo drill overheated during use; no patient impact.